Event description:
It later was reported that the patient received a 10% increase in dose 2013 (B)(6) and a 6% increase in dose 2013 (B)(6). An MRI was conducted with contrast 2013 (B)(6) with normal results. It was noted that there was no granuloma at new catheter tip location.

Event description:
Additional information later reported the outcome was resolved without sequelae (B)(6) 2013.

Event description:
X-ray results showed the catheter tip was located around t9-10 on (B)(6) 2013. Two days later, an MRI revealed an abnormal round t2 hypointensity surrounded the catheter tip and suggested a probable granuloma. On (B)(6) 2013, a catheter revision was performed and the catheter was pulled down caudally from the previous position. The etiology was noted to be the patient's medications, which were compounded dilaudid, clonidine, and bupivacaine. The patient experienced mid-back pain "all the way down," muscle spasms at t12-l1, and noted it was hard to stand straight. The outcome was noted to be ongoing. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8711, lot# j11019r28, implanted: (B)(6) 2003. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).